Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx100mmx150cm sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at below nominal for 15 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.